Manufacturer narrative:
Information is unavailable; the device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted. Hospital not willing to release device for analysis. Received the following information on 12/15/2009: the patient was reported to be stable following the procedure. Received the following information on 12/21/2009: the lot number of the 6r45m reload is not available. The patient received a blood transfusion - 4 units of blood. The patient recently (prior to surgery) had adjuvant cancer treatment. The hospital is unwilling to return the devices for evaluation at this time.

Event description:
It was reported that during a nephrectomy procedure, they were using the device and progressing well. It was first used with vascular reloads for dissection of the fat surrounding the kidney to open plain; this went well. It is unknown how many firings were made with the vascular reloads. The surgeon continued to dissect and used a hemolock (vascular clip) on vein and artery. Gray reloads were used to close the renal vein. After application of the second gray reload, the renal vein (vena cava branch) tore. The patient lost more than three liters of blood. They did not have a clamp that was long enough to control the bleeding. Instead they put a white reload in the device and clamped the vein; they left the device in place (using it like a clamp). This worked well to stop the bleeding. There was no problem with the firing of the first gray reload. They were inspecting and washing the instrument jaw between loadings. Nothing unusual was noticed with the jaw. The only thing that the surgeon remarked on was that the device required more force than normal to fire. Additional information received on 12/08/2009: this surgeon has been in practice for two years, but has used the device since he was in residency. He did wait the 15 seconds for tissue compression. The patient had a cancerous tumor on the kidney, 8cm in size, which is why they were removing the kidney. Hospital is not willing to release the products for evaluation. Have inquired whether the patient required a blood transfusion and if she had recently had radiation therapy. The sales rep saw the staples after firing and they were mangled / malformed. The proximal two thirds of the drivers were pushed up and the remaining one third was not. The two thirds of the staples that fired were malformed (not b shapes). They were not firing over other staple lines; this was virgin firing over renal vein. The sales rep heard a click when the reload was being placed into the device, but he could not see if it was properly positioned. No buttressing material was used. They converted to open procedure and a vascular surgeon closed the tear with sutures. The kidney was removed. The patient was stable following the procedure. Surgery was prolonged 30-60 minutes.